Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery.

Event description:
The patient presented to the hospital on (B)(6) 2020 with a cold leg. An angiogram of the leg was taken and revealed a portion of the manta vascular closure device previously implanted during an endovascular aneurysm repair (evar) nine months prior was occluding the femoral artery. The physician communicated to the reporter that after reviewing the intravenous ultrasound images taken, he believed the manta toggle was the cause of the occlusion. The doctor gained femoral access to the affected area and used multiple balloons to open the stenosed area. After using a drug-coated balloon, the occluded vessel was determined to be patent. The reporter stated that during the evar procedure nine months earlier, the physician reportedly had difficulty getting a catheter up and over the aortic arch due to the aortic stent in place there and no post-manta deployment angiogram was done at that time. The patient was reported to be in "stable" condition on (B)(6) 2020.

Manufacturer narrative:
It was reported that a patient came in with a cold leg 9 months after manta deployment. Potential adverse events associated to the deployment of vascular closure devices have been identified in the IFU as follows: ischemia of the leg, local trauma to the femoral or iliac artery wall such as dissection, stenosis of the femoral artery, and arterial damage. The root cause of the stenosis remains inconclusive; however, it is likely from a late dissection. Dissections are a common large bore procedural complication; therefore, it cannot be definitively determined if the dissection occurred prior to or during the manta deployment. The root cause of the dissection that caused this late event of stenosis is possibly from loosened arterial plaque in the bloodstream creating an intra-arterial dissection several months after the manta device was used to close femoral access during the tavr procedure. Risk documentation was reviewed and incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling.